Event description:
It was reported that the pump was inadvertently programmed to minimum rate mode on (B)(6) 2015. The issue was resolved and the pump was updated successfully back to simple continuous. There was no patient adverse event associated with the issue. The health care provider (hcp) had issues with updating the pump but was not sure exactly what happened. The pump was in minimum rate mode when they interrogated it even after the reservoir volume matched the pump running at 0.2ml/day. 3 days had passed so 0.2ml/day x 3days= 0.6ml dispensed. The reservoir volume was at 14.7ml on the day of the report and was at 15.3ml 3 days prior so that ¿looks good¿. The hcp had accidentally set the pump to minimum rate mode. The pump was successfully updated out of minimum rate mode to the desired dose. It was possible that the hcp had done a therapy stop. The pump was infusing baclofen (unknown). Additional information received reported that the issue was resolved; the patient was doing well and had recovered without permanent impairment. The failure to update was not likely the cause of the pump going into minimum rate. The hcp noticed the device was in minimum rate because they attempted to increase the dose and was unable to do so. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).